Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had been hospitalized twice because liver flooded their system and they were hospitalized with a blood glucose value of 650mg/dl. The first time it was about 550mg/dl, treated the customer and the second time blood glucose value was 650mg/dl. Insulin pump will not be returned for analysis.